Manufacturer narrative:
Beckman coulter became aware of this event on (B)(4) 2014 when the malfunction was assessed and determined to be reportable. On (B)(4) 2014, the field service engineer replaced the dxh diluent lot number 3510540 with another lot number of diluent, on unicel dxh 800 coulter cellular analysis system serial number (B)(4). The issue was resolved. (B)(4). This MDR is related to two mdrs: 1061932-2014-02106 and 1061932-2014-02108 for same issue with another unicel dxh 800 coulter cellular analysis system, serial number (B)(4) at the same customer's facility.

Event description:
The customer reported platelet background high failures on two unicel dxh 800 coulter cellular analysis systems in their laboratory when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.